Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's maude report from FDA, which states "the bonded texium on the secondary was leaking chemotherapy. Leaks are happening either at fused site or gap between texium and smart site. " although the customer reported event outcome as other serious (important medical event), the adverse event field is reported as n, and problem field is y, and the event type is reported as a malfunction.